Event description:
Medtronic received information that two years following the implant of this transcatheter bioprosthetic valve the patient presented with high gradients and suspected endocarditis (the patient had a history of endocarditis). Later, the patient developed renal failure and required a right ventricular (rv) assist device as a consequence of poor hemodynamics. Subsequently, a balloon dilatation was performed which fractured part of the stent. The valve appeared to be functioning, though there was a gradient of 50 across the conduit. With poor right ventricular (rv) function and an rv pressure of 200 (supra-systemic), the decision was made to explant the valve. No adverse patient effects were reported. The patient subsequently passed away approximately 40 days after the valve explant/replacement procedure. The suspected cause of death was multisystem organ failure due to severe septic shock from (B)(6). No autopsy was performed.

Manufacturer narrative:
Additional information was received that the patient died after replacement of this transcatheter bioprosthetic valve. Based on the information was that was provided, the suspected cause of death was multisystem organ failure due to severe septic shock from (B)(6). No autopsy was performed. The patient's history was significant for endocarditis. Sterilization records for this valve were reviewed, all devices under this sterility lot were manufactured per approved and released manufacturing processes and the devices met all applicable manufacturing specifications prior to release for distribution. There were no other complaints reported for infection/endocarditis under this sterility lot. Per event description, the events were observed approximately two years of implant duration. Based on the available information, the endocarditis was likely community-acquired. Therefore, the patient's death was not likely attributed to this transcatheter bioprosthetic valve's manufacturing processes.

Event description:
Medtronic received information that two years following the implant of this transcatheter bioprosthetic valve, the patient presented with high gradients and suspected endocarditis (the patient had a history of endocarditis). Later, the patient developed renal failure and required a right ventricular (rv) assist device as a consequence of poor hemodynamics. Subsequently, a balloon dilatation was performed which fractured part of the stent. The valve appeared to be functioning, though there was a gradient of 50 across the conduit. With poor right ventricular (rv) function and an rv pressure of 200 (supra-systemic), the decision was made to explant the valve. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visible mineralization was observed on three of the pieces. Two unknown bare metal stents remained attached to the device. The device appeared to have been cauterized during explant. The device had some damage and/or deformity due to explant. All leaflets were stiff due to host tissue adherence and/or blood coagulation. The receipt condition may have altered the condition of the leaflets. Small tears were observed on all leaflets, possibly due to explant. All commissures were intact. Pannus was observed on the inflow and outflow orifices, extending to the top of one commissure, and along the inner lumen. A thin layer of tan thrombotic host tissue lined one leaflet on the outflow. Pannus was observed on the native tissue pieces received with the device. Radiography showed evidence of mineralization in the pieces of native tissue. Due to the damaged stent(s), the presence of fractures could not be determined. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.